Event description:
The patient was treated three times by the lifevest. A review of the download patient data flag files indicate that the patient received three unknown treatments at 09:38:57, 09:42:26, and 09:43:36. The specific rhythm at the time of the treatment events are unknown. The download data indicates that the device had download communication faults. The patient was reportedly unconscious at the time of the event. The response buttons were pressed earlier in the detection sequence of the second but not immediately prior to shock delivery. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.